Event description:
A ventilator was returned to the manufacturer for routine foam remediation. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center the device did not meet acceptance criteria of evaluation process due the display screen is inoperable. The device cannot be tested due to broken display. The device is returned to customer unrepaired.